Event description:
The lay user/patient contacted lifescan alleging that the product was having the following labeling/packaging issue: "lancing device cap missing". There were no allegations of harm or injury.